Manufacturer narrative:
Product analysis- during the acceptance inspection, the handle screw was stuck to the screw at the end of the cable.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a flex arm used for med. It was reported that flex arm was loose. There was no patient symptom reported. There were no further complications reported regarding the event.